Event description:
It was reported that the lead was noted to be "broken or disconnected." A fractured, damaged, or broken lead was reported, resulting in a complete loss of stimulation on one side. When the battery was read, it was found that one of the leads had no connections and all connections were bad, with high impedances observed. Troubleshooting steps included checking the battery's connection and attempting to program only on the other lead, but the patient did not feel any stimulation on one side. The issue was ongoing and a replacement product was required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that no physical damage or disconnection was reported. The patient also confirmed that they had not experienced any falls or accidents since the last time they had met when the lead was working correctly. This report is regarding a lead that had high impedances of 40,000 on each contact and when the connection was checked, this same lead appeared with no good connections. All connections failed. It has yet to be determined if or when a replacement will occur. More than likely, the lead with failed connections will be replaced. The rep confirmed they will update with more information at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.